Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet after breakfast, with a blood glucose value of 225 mg/dl and no reported symptoms; troubleshooting and education were provided, and the user opted to monitor without a callback. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and there was insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.